Event description:
It was reported that the tooth broke off the liner extraction tool. Also, the center piece of the actis stem inserter was broken. Surgical delay was unknown.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary =according to the information received, ¿it was reported that the tooth broke off the liner extraction tool. Also, the center piece of the actis stem inserter was broken. Surgical delay was unknown.¿ the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device was able to confirm to complaint. A portion of the inner inserter shaft has broken off from the device, broken fragment was not returned for examination. Additionally, the retaining inserter subassembly was not returned for evaluation. The observed damage is consistent with unintended forces applies to the device such as prying motion while still attached or off axis impactions. The overall complaint was confirmed as the observed condition of the actis retaining stem inserter would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot =a manufacturing records evaluation (mre) was not performed as no lot number was retrieved for this device.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.